Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing due post-paced t-wave oversensing via merlin.net transmission. The oversensing was noted on a stored egm. Episode of af/at on the atrial channel due to far field oversensing was also noted. Programming changes were made. Dft and further actions will be discussed with the physician.